Manufacturer narrative:
(B)(4). Visual examination of the returned device found the tip was broken off. Device was then sent to fracture analysis which showed evidence of plastic deformation and a rough appearance across the entire surface indicating that the driver tip underwent a static overload failure. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. A definitive root cause for the inserter¿s distal tip becoming broken cannot be positively determined. However, the fracture analysis report shows evidence of plastic deformation and a rough appearance across the entire surface indicating that the driver tip underwent a static overload failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The tip of the screw driver was broken during the removal surgery. There is no surgical delay without any adverse consequence. No further information was provided by hospital.